Manufacturer narrative:
The 510 (k) # is k082590. Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging a line through the display on the patient's one touch ping meter. The reporter mentioned that the alleged issue began on the morning of (B)(6) 2011. Due to the alleged issue, the patient was unable to obtain a blood glucose reading and did not take any action after the alleged issue began. A couple of hours after the alleged issue began the patient developed symptoms of feeling nauseated, frequent urination and thirst. The patient then tested on his back up meter at around 7pm that night and obtained a result of hi on the freestyle meter. The patient then self-treated himself with 9.4 units of novolog insulin. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged issue, the patient was unable to test his blood glucose, later developed symptoms suggestive of a serious injury and had to self-treat with insulin.